Manufacturer narrative:
Technical support specialist advised customer to change the qc material and this resolved the issue. The probable cause of the event was frozen aliquot qc material, probable warming. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017, a customer reported test run lot 102 is out high on all 3 levels of qc br 40900 with their aia-360 analyzer sn#(B)(4). No changes have been made to the analyzer or fluids on board, same wash, diluent and substrate since 3 days prior. No analyzer error codes are appearing. The customer is has requested assistance with the reported issue with their aia-360 instrument causing a potential delay in reporting of patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.